Event description:
Difficulty was experienced placing the stent in the native diagonal artery. An attempt was made to withdraw the sds; however, the stent separated from the balloon in the coronary artery. Another stent was used to compress the separated stent into the vessel wall.